Event description:
Amiodarone was infusing into patient's central line, when nurse noted that blood was backing out from patient's IV and into the IV tubing. The pump was "running" at the appropriate rate. The nurse noted that the drip chamber wouldn't show drips for a little bit then have 3 drips in rapid succession. The patient had previously a stable hr (heart rate) after being in and out of afib with rvr (rapid ventricular rate) and due to this issue she started going into afib again. Pump was removed and replaced with a new pump.